Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the threshold suspend feature was being triggered when their blood glucose was not low. Customer's blood glucose was 100 mg/dl. The customer stated their threshold suspend limit was 60 mg/dl. Customer stated they would turn off the threshold suspend feature as a result. The customer declined to return the insulin pump for analysis.